Manufacturer narrative:
The manufacturer previously reported a failure of the internal battery, system board, power management board and blower motor. The internal battery, system board, power management board and blower motor were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing was found to because by thermal damage to ferrites (e6, e7 and e8). The blower motor was evaluated by the manufacturer and found the root cause of the blower motor failing was caused by bearing failure. The power management board and internal battery were evaluated and both were found to operate to design specifications.

Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were observed in the ventilator's downloaded error log. Burnt components were observed on the device's system board. Water ingress was observed in the device's blower motor. The user manual states, "do not immerse the device in liquid or allow any liquid to enter the enclosure or inlet filter." The device's system board and blower motor will be replaced to address the issues. A "service required" code was observed in the ventilator's downloaded error log. The device's power management board and internal battery will be replaced to address the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a failure of the internal battery, system board, power management board and blower motor. The internal battery, system board, power management board and blower motor were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing was found to becaused by thermal damage to ferrites (e6, e7 and e8). The blower motor was evaluated by the manufacturer and found the root cause of the blower motor failing was caused by bearing failure. The power management board and internal battery were evaluated and both were found to operate to design specifications. During the evaluation, the blower and flow measuring kit was replaced due to water ingress, the air inlet assembly was replaced due to dust, and the removable foam needed replaced.